Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain indications. Pt says they don't feel stimulation and says this started happening "probably a week ago but I haven't had a chance to call". Pt says they charged their implant fully and charged the controller but aren't feeling stimulation. I had pt connect to ins wirelessly and it shows they are on group b, and shows stimulation is on. They have settings 1 and 2. In setting 1 it says they are at 0.0v. They raised stimulation to 0.7v and feels stimulation under their left rib but its their low back where they should be feeling it. Pt doesn't know how the numbers got down to 0.0v. They said they haven't had any falls or trauma, and hasn't been around any emi sources. I asked if group b is the one they have always been on, but they don't remember. I suspect pt was on a different program before and accidentally changed since they were at 0.0v. Pt went into setting 2 which is also at 0.0v. They raised stimulation and report feeling stimulation "below my waist into my legs" but not their lower back. I reviewed that they could have been on a different group originally and might have accidentally moved to group b but I am not sure. Pt went into setting 1 and its already at 0.7v and does feel stimulation in the lower back which is where they are supposed to. It appears that group a is the right setting for the pt. Pt reported that they might have just accidentally changed groups by accident.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient provided the weight information.